Event description:
Customer reports that she experienced no delivery as insulin pump was not delivering sufficient amount of insulin. Customer's blood glucose was 480 mg/dl. Customer was advised that the infusion set was going to be replaced. Customer states the problem is with the insulin pump and she would like to replace two insulin pumps. No further information provided

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion,prime/a33, and excessive no delivery alarm test. No excessive no delivery alarms noted. Program multiple boluses. All boluses were delivered and recorded in history properly. No delivery anomaly was noted. Unit functioned properly. Cracked reservoir tube lip noted during visual inspection. (B)(4)